Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no fractures; however, the inner coil was stretched/deformed near the tip end. Laboratory analysis confirmed the clinically observed helix issues, but was unable to reproduce the high impedance measurements.

Manufacturer narrative:
This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the helix would not extend. The physician rotated the helix approximately 30 times, then impedance measurements of 2400 ohms were noted. A new lead was implanted without further issues. No adverse patient effects were reported.